Event description:
In 2008, the pt reported he has had 4 insulin infusion sets from the same box leak at the headset. He stated this first began 3 weeks ago, and the most recent incident occurred today. He stated each time he noticed wetness at the site and his blood glucose was elevated with today's reading being 290 mg/dl. His target blood glucose is 90-100 mg/dl. He stated that he "felt like I had high blood sugar" and bolused to correct his readings which is when he noticed the headset leaking. He stated that he did not keep any of the infusion sets. On follow up with the pt on eight days later, he stated his blood glucose has returned to the normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. On product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.